Event description:
Registered nurse (rn) was flushing kendall entriflex nasogastric feeding tube and had difficulty flushing when a pop was heard. Rn spoke with physician and was told to remove tube and a portion of the tube was left in patient, which was able to be removed.